Event description:
A pt service rep (psr) contacted zoll customer support while with a (B)(6) female pt to report an issue with the equipment. The psr reported a white screen and screeching from the monitor when the electrode belt was connected. The issue was isolated to the electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt causes white screen and screeching from monitor) has been confirmed. As received, the belt failed current testing, fall-off testing, and te recognition testing. Upon evaluation, the green (+3.3v) wire was intermittent inside the trunk cable. The cause of the issue in the field and the test failures is the intermittent wire. The root cause of the intermittent wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.